Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on during patient use. The device was collected when the patient collapsed on the street by a passerby. It was found that the battery was depleted and the device was therefore not used. The patient associated with the reported event did not survive.

Manufacturer narrative:
A clinical review could not determine if the device use contributed to the patient outcome, as there was no electronic patient record available to determine if the patient was in a shockable rhythm. A physio-control principal customer quality engineer performed review of the lifenet logs retrieved from the device and verified the reported issue. It was observed that on october 2nd, 2018, the device's state had changed to "not ready - replace battery". This caused the readiness indicator to no longer flash and an alert tone to sound every 15 minutes. After the device beeped continuously for 5 months, the device reached its critical voltage on march 17th, 2019. As a result the battery voltage was too low to power the device on during the patient event. The customer was provided with a replacement battery and the device returned to a "ready" state. Per the operating instructions, the device was not properly maintained in a state of readiness prior to the patient event, therefore the cause of the reported issue was determined to be due to use error.

Event description:
The customer contacted physio-control to report that their device would not power on during patient use. The device was collected when the patient collapsed on the street by a passerby. It was found that the battery was depleted and the device was therefore not used. The patient associated with the reported event did not survive.